Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer observed air bubbles in the infusion set tubing. Reportedly, the customer was disconnecting at the t:lock and using cold insulin. Tandem technical support educated the customer on proper loading/air removal process for the cartridge. Bg level was addressed with a correction bolus via the pump.